Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as no intervention was taken on the ipg.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances on both leads. Reprogramming was unable to resolve the issue. As a result, the patient underwent a successful trial and my later undergo surgical intervention to explant and replace the system.